Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The reason for reoperation: "experienced deflation in 2006. My implants have been giving me issues from day 1" and "the dr. Went against the manufacturer label and inflated the implant." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "experienced deflation,"my implants have been giving me issues from day 1" and "the dr. Went against the manufacturer label and inflated the implant." This record is for the left side. Device remains implanted.